Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that, the stent dislodged from the stent delivery system (sds) when the protective sheath was removed. The dislodgement was not noticed and the sds was advanced and inflated. Another stent was used to complete the procedure. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Results and conclusion summation - product performance engineering reviewed the incident info. All online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp; therefore, a conclusive root cause for the stent dislodgement in this case cannot be determined. Additionally, it should be noted that the device was not prepared properly for use. In the pre-use inspection, the device is to be examined for proper stent location and damage, as noted in the instructions for use.